Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including ptosis and subsequent surgery for partial explant. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - partially explanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. Two pieces of galaflex were used. On (B)(6) 2017, right breast ptosis was reported. On (B)(6) 2018, patient had right breast capsulorrhaphy procedure with excision wedge of inferior portion of galaflex and medial/lateral mastopexy scar revision. Resolved without sequelae on (B)(6) 2018. Review of medical affairs identified that the ptosis is likely related to the device and serious.